Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The user is alleging black dust on the filter. The user is alleging nasal/throat irritation, shortness of breath, epistaxis and coughing. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black dust on the filter. The user is alleging nasal/throat irritation, shortness of breath, epistaxis and coughing related to a ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on mar 25, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black dust on the filter. The user is alleging nasal/throat irritation, shortness of breath, epistaxis and coughing related to a ventilator's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer could not duplicate any failure of the ventilator. The ventilator passed the posttest's applicable test steps on the trilogy multifunction test station. The date of the incident was reported on (B)(6) 2021, there were not any critical alarms or error codes. The device ran 10 months without any other critical error codes. No particles were found on the inside of the air flow path on the device. The manufacturer has determined that the flow sensor on the sensor board is out-of-tolerance at higher flows and is indicative to contamination of the flow sensor. The manufacturer also visually inspected the trilogy ventilator and did not detect any hardware defects on the device. On the date of incident ((B)(6) 2021) the device was used all day with only patient circuit alarms that were reset by a keypress. According to the log, the device was used for 10 months after this date of incident. The trilogy device was allowed to warm up on the bench top. During this time there were no alarms or error codes. The device was passed the applicable test steps. There were two steps observed as failures but are related to production environment testing parameters. The manufacturer has determined that the flow sensor on the sensor board is out of tolerance at higher negative and positive flows. The device was run on the bench top without any alarms, failures or overheating with a filter on the outlet. There was no evidence of any foam or particulates in the filter. The device was opened and did not detect any signs of melted plastic inside of the device. Tech inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no critical error codes. The manufacturer concludes that there was no evidence of particles in the airpath. The manufacturer was unable to duplicate any failure with the ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.